Manufacturer narrative:
B3: estimated based on procedure date and reported information that thrombus was identified at the 45-day follow up.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman closure device was implanted. At the routine 45-day follow up, a thrombus was identified on the watchman closure device. Approximately two (2) months post-implant, the patient was taken off eliquis. Four (4) months post-implant, the thrombus embolized to the distal aorta, blocking circulation to the patient's legs for five and one-half (5 1/2) hours. Surgical intervention was performed, removing the thrombus and restoring circulation to the lower extremities. The patient is able to walk but continues to experience weakness with walking long distances. The patient is back on eliquis.

Manufacturer narrative:
H6: corrected patient code from obstruction/occlusion to thromboembolism. B3: estimated based on procedure date and reported information that thrombus was identified at the 45-day follow up.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman closure device was implanted. At the routine 45-day follow up, a thrombus was identified on the watchman closure device. Approximately two (2) months post-implant, the patient was taken off eliquis. Four (4) months post-implant, the thrombus embolized to the distal aorta, blocking circulation to the patient's legs for five and one-half (5 1/2) hours. Surgical intervention was performed, removing the thrombus and restoring circulation to the lower extremities. The patient is able to walk but continues to experience weakness with walking long distances. The patient is back on eliquis.